Event description:
A customer contacted beckman coulter inc. (Bci) in regards to reagent probes leak on the unicel dxc 600 pro synchron chemistry analyzer system. No injury was reported.

Manufacturer narrative:
A bci field service engineer (fse) inspected the instrument for normal operations and no issues were detected. Fse primed the system and no leaks were observed. Fse calibrated and ran qc, which was within range. Fse replaced the pumps on the compressor.